Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a malfunctioning potted trigger assembly, which was replaced along with other components.

Event description:
It was reported that the driver ran on its own. There was no pt involvement. There were no adverse consequences reported as a result of this event.